Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. The parent reported that the child recently fell and hit his head on the hardwood floor.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation reportedly took place but despite requested the device has not been received back for investigation.

Event description:
In situ measurements show affected channels. The parent reported that the child recently fell and hit his head on the hardwood floor. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
In situ measurements show affected channels. The parent reported that the child recently fell and hit his head on the hardwood floor. The recipient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
In situ measurements show affected channels. The parent reported that the child recently fell and hit his head on the hardwood floor. Re-implantation is planned but no date for surgery has been made available.